Event description:
The customer reported the generation of erroneously high ion selective electrolyte (ise) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer to evaluate the au5800 chemistry analyzer. The failure mode was determined as the ise tubing. The customer stated that replacement of the ise tubing resolved the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).